Event description:
It was reported that during the procedure, the non-(B)(6) cable was connected to the bipolar connector and then to the reusable bipolar forceps. It was observed that the unit did not deliver the required power or that the output was intermittently very low. Both the cable and the bipolar instrument were replaced on the same generator without resolving the lack of power. Finally, the generator was replaced with another vlft10gen unit, after which no malfunction was observed, allowing procedure to continue and be completed without incident. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).